Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly and the screw component was issued as required. Evaluation of the returned component found the screw to be missing, but there is evidence that the screw was assembled as there were visible ping marks on the lead thread of the threaded hole; threads are pinged to prevent the screw from backing out during distribution. Although it cannot be confirmed, it is possible that the screw may have vibrated completely through the threaded hole during distribution and fallen out of the female taper, into the packaging. The screw is small enough that it could be easily overlooked and discarded with the packaging.

Event description:
Patient underwent a procedure involving a mak oss segmental femoral on (B) (6) 2010. The mak femoral was missing a side set screw. The surgeon used a different lot of the mak femoral to complete the procedure.